Manufacturer narrative:
Kinking implies a focal, reversible narrowing of the lumen which may have many root causes. Significant kinks will be identified prior to use, at which time the cannula can be exchanged for another. Smaller kinks that occur during the procedure may be due to anatomic anomalies and not the device. The kinking may result in a cannula exchange that disrupts cardiopulmonary bypass. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an arterial cannula got kinked during procedure. Another cannula was used. There was no patient injury. As reported, nothing unusual happened during cannulation process. The cannula was secured, which puts it at somewhat of a bend. The surgical team went on bypass and noticed high line pressures. Cannula was checked and kinking was observed where the main cannula tubing meets the thicker tubing. The surgeon was not able to pinch cannula to relieve the kinking. A new device had to be used. It was believed that for some reason, the cannula is not as robust at that point as it used to be, and it is kinked when it is secured in a curved fashion. The surgeon is extremely skilled and has been doing surgery for 25 years. His technique is identical every time. He has used this same cannula for at least 7 years with no issues before.

Manufacturer narrative:
H3: product evaluation. Customer complaint of kinked optisite cannula was confirmed. As received, cannula was observed to have two kinks along the cannula body approximately 3.8" and 6" from the distal end. No other visual damage, contamination, or other abnormalities were found to the cannula.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that procedural factors/customer handling contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.